Manufacturer narrative:
The graft was not returned therefore an evaluation of the actual sample was not able to be performed. However, the information received with the complaint stated that the graft was implanted successfully and the pt was stable. Also, the physician does not believe that the graft was at fault because the pt had many other medical issues. The lot history of the graft was reviewed and the product was found to have met all specifications.

Event description:
A graft was placed in forearm loop. Tunnelled with a 7mm tunneler. A few days later, the pt presented at the emergency room with a low grade temp and a red area surrounding the graft that was painful to touch. The pt was given antibiotics.